Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. Not explanted. (B)(4). Device history records was conducted. The report indicates that the manufacturing location: manufacturing location: (B)(4), manufacturing date: 06 march 2015 expiry date: 01 march 2025, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a pfna is broken postoperatively at the distal hole of the bolt, device related revision between (B)(6) 2015, patient harm: revision device related. From op-report translation 21. (B)(6) 2015 (B)(6): diagnosis: pertrochanteric right femoral fracture operation: the operation was carried out with intubation anesthesia and the patient in the supine position on the extension table. The surgery was urgently indicated since the patient had been in a traffic accident and was intubated and ventilated. The reduction proved to be very difficult since the distal fragment was shifted posteriorly by half the shaft width. Even several reduction attempts only produced a slight improvement in the position. The decision was then made to proceed to internal fixation. The guide wire was positioned under image intensifier control. The guide wire was inserted, although insertion into the medullary canal proved difficult at first. After successful positioning of the guide wire in the canal, the situation was checked in two planes under the image intensifier. The canal was drilled with the opening drill, and the pfn was inserted and advanced into the canal with hammer blows. The aiming arm was attached and the instrumentation for the femoral neck blade inserted. Stab incision, division of the fascia with the scissors and predrilling of the k-wire into the femoral head under image intensifier control in two planes until a center-center position was achieved. The required blade length was measured, producing a figure of 110 mm. The bone was drilled with the opening drill and predrilled with the step drill. The femoral neck blade was inserted and locked under image intensifier control. Finally, the blade was locked statically via the aiming arm after a prior stab incision. The cortical bone on both sides was drilled and a cortex screw inserted. Final x-ray control in two planes. Article 459.360 has the lot number: 5933398, patient harm: revision. No further information available.this report is 2 of 3.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing / product investigation was performed ¿ the pfna ¿ nail (472.265s / 9372476) was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Unfortunately, for further investigation the broken distal nail part was not returned / missing. The cross section of the broken surface shows no irregularities. It is assumed that the pfna - nail (area of distal locking bolt- bore) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. The pfna ¿ blade (04.027.037s / 9395983) was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings it is concluded that the cause of failure is not due to any manufacturing non-conformances. The blade shows wear marks at the surface. It is assumed that there was a complication during operation or the healing process that caused this occurrence. No product fault could be detected. The locking bolt (459.360 / 5933396) was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings it is concluded that the cause of failure is not due to any manufacturing non-conformances. The bolt shows wear marks at the surface and the thread is damaged also the hexagonal recess. It is assumed that there was a complication during operation or the healing process or implant removal that caused this occurrence. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.